Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the (B)(6). The medical history of the consumer and concomitant medications were not reported. On an unspecified date, the consumer started using listerine toothbrush ultra white medium 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, on (B)(6)2012 in the morning, while brushing the teeth, the toothbrush snapped, slipped in mouth and it did hurt the gum. The action taken with the device and outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.